Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the biopsy channel leaked while the user was handling the device, and water invaded the device. Due to the invasion, abnormality of electronic parts occurred which led to the suggested event. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." 3) "troubleshooting guide: as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope needed a new charge-coupled device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image was distorted due to an issue with the charge-coupled device unit. Upon further inspection, it was observed that there was a leak from the instrument channel. It was also observed that the insulation values of the plastic distal end cover had a megaohm value of 10. It was observed that the light guide bundle was completely broken and had no light output. It was also observed that switches 1 and 4 were not working. It was observed that the scope did not pass electrical testing. It was also observed that there was a customer label on the electrical connector. Lastly, it was observed that there were several non-olympus components on the scope: plastic distal end cover, bending section cover, bending section cover glue, light guide lens, bending section, insertion tube and the light guide tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.